Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was intermittently reading a device. The caller said it read a device preimplant, but then had issues reading it post implant. After the programmer was cycle powered, it was able to interrogate the device. It was noted that the wand was recently replaced. The programmer will be returned for repair. No patient complications have been reported as a result of this event.